Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the device was in telemetry lockout. The device was able to pair after re-interrogating with the programmer.

Manufacturer narrative:
The reported event of bluetooth telemetry loss was confirmed. Final analysis determined that the device had gone into telemetry lockout, which is per device design. No anomalies were detected.